Event description:
It was reported that the absolute pro vascular stent delivery system was advanced into the patient anatomy to treat a target lesion in the left iliac artery. The physician attempted to deploy the stent and difficulty was noted; however, the physician felt that the stent was deployed. During removal of the stent delivery system, the stent somehow was removed, as well. It is unknown at this time if the stent caught on something or was only partially deployed. There were no adverse patient effects. A non-abbott stent was then deployed at the target lesion. There was no clinically significant delay. Although attempts were made, no additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the reviewed information, no product deficiency was identified.